Manufacturer narrative:
As reported, about 3 weeks post-implant of the ventralight st mesh, the patient was diagnosed with seroma, resolved with no treatment required. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use, supplied with the device lists seroma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august, 2018. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2018: subject patient underwent a primary midline open hernia (20x30 cm) repair procedure and was implanted with a bard/davol ventralight st mesh. The fascia was completely closed and full skin closure was achieved using staples and sutures. The patient was discharged from the hospital on (B)(6) 2018. On (B)(6) 2018: subject patient was diagnosed with seroma. No treatment given. By the next appointment on (B)(6) 2018, the seroma was no longer noted. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.